Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t2-l1. It was reported that the driver tip broke off inside the set screw during tightening of the set screw. The set screw was removed and replaced. All pieces were retrieved from the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Visually confirmed approximately ~3-4mm of the instrument tips have been broken off, consistent with interface during usage. Fracture surface analysis reveals a fairly flat fracture surface and circular material movement, consistent with torsional overload. Dimensional inspection confirms conformance to print specification. The above findings are consistent with torsional overload.